Event description:
All results mg/dl. Caller reported blood glucose results on nano system 1: 145 at 7:22p.m. 49 at 7:33p.m. 49 at 7:38p.m. Caller also reported blood glucose results on nano system 2: 324 at 7:25p.m. 64 at 7:26p.m. 45 at 7:28p.m. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is nano system 1, medwatch with (B)(6) is nano system 2.